Event description:
Caller reported a malfunction on the pump, with a dark screen and led blinking red around the pump button. Although the screen momentarily froze and displayed a malfunction message, there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to plug the pump into a power source, provided reset information, and assisted with resetting the pump. When the malfunction recurred, technical support decided to replace the pump and instructed the caller on returning the malfunctioning unit and using a replacement. The caller will use mdi as a backup therapy during the interim.